Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a proglider 3file sterile 25mm file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Additional information received: we received the following information regarding this complaint: have all the broken parts been retrieved from patients mouth? We bypassed the first broken file, the second broken file was successfully removed. Has any further medical or surgical treatment been necessary after the event. No further medical or surgical treatment has been needed this far. This is a follow up report for this additional information. Investigation summary: three proglider files 25mm were returned (two files in loose + one unused file). Files in loose are both broken at the tip of the active part (fatigue; mixed conditions fatigue + torque). No material defect was found during analysis of the rupture patterns. Nothing unusual to report was found during DHR review (batch #1866687). Unused file was evaluated and was found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - 3165. Health effect - impact code - 2199. This is a follow up report to correct this code.